Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the one infusion set cannula was broken at a 90 degree angle and patient faces symptoms within 3 or more hours after insertion and infusion set is long for less than a day. The blood glucose level was 350 mg/dl. No further information available.